Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. The no cartridge detected issue was not duplicated during the investigation. The pump's force sensor calibration failed. Moisture was observed inside the pump on the force sensor circuit. The pump failed a leak test due to a crack in the battery compartment. Preformed leak test- failed due to a crack alongside the battery compartment. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.